Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse found the aspirate probe 1 valve sticking and a small leak at the acid pump fitting. Both parts were replaced. The acid and base reservoirs and tubing were decontaminated. The dry test was run and was acceptable. The cause for the discordant troponin ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the quality control section states the following: "siemens healthcare diagnostics recommends the use of commercially available quality control materials with at least 2 levels (low and high). A satisfactory level of performance is achieved when the analyte values obtained are within the acceptable control range for the system or within your range, as determined by an appropriate internal laboratory quality control scheme. If the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: verify that the materials are not expired. Verify that required maintenance was performed. Verify that the assay was performed according to the instructions for use. Rerun the assay with fresh quality control samples. If necessary, contact your local technical support provider or distributor for assistance." The summary and explanation of the test section of the instructions for use states: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
The customer observed low results for troponin ultra (tni-ultra) quality control (qc) when using reagent lot 010086. The reagent readypack was not calibrated when loaded onto the instrument. The qc was repeated but was still low and patients were run. The qc was repeated again and was out low. The operator realized the reagent readypack needed to be calibrated. The qc was run and was acceptable. Patient results reported. The next day the qc was run and was out high for the same reagent readypack. The reagent readypack was recalibrated and the qc run. The qc was acceptable. The customer repeated the patient samples on an alternate system and three results recovered lower. Three patient samples had discordant results. Corrected reports were issued. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the troponin ultra qc results being out of range or the discordant patient results.